Event description:
It was reported that in 2009 the patient had a cat scan and this fried their implantable neurostimulator (ins). The patient had to have their ins replaced. No outcome was reported regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v008904, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).